Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error). A functional check showed that the mixing pump had failed. Customer stated that they had already replaced the circulation pump and requested the part number and price for the mixing pump. Per follow up, biomed tech stated that the arctic sun device was not heating and was brought to biomed. Customer stated that they have ordered the mixing pump and would repair on site.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error). A functional check showed that the mixing pump had failed. Customer stated that they had already replaced the circulation pump and requested the part number and price for the mixing pump. Per follow up, biomed tech stated that the arctic sun device was not heating and was brought to biomed. Customer stated that they have ordered the mixing pump and would repair on site.